Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device was out of calibration, as a result the device was re-calibrated. It was also noted that the upper and lower cases were broken and one bail cover was broken. (B)(4).

Event description:
It was reported that the pulse rate on the external pulse generator was not accurate. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.